Event description:
The user reported that the defibrillator would charge and fire normally, but would turn itself off after firing. There was no harm to any pt. Initial tests indicated that the symptom would occur with a partially charged battery, but would not occur with a fully charged battery. Add'l tests indicated that the low battery cutoff circuit was adjusted approx 1 volt higher than normal. Test records indicate that the low battery cutoff circuit had initially been set correctly. Because the device had operated normally for 5 yrs, improper maintenance by the user or other (unk) party is suspected. The event is not occurring more frequently or with greater severity than is usual for the device.